Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported a loss of stimulation. The patient reported that her ins had not worked in over a year. The patient reported that she tried to connect with her equipment 2016 summer but was not able to connect. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.